Event description:
Assembled it correctly. The radius of barrel did not match ulnar and it wouldn't go into flexion. Tab not working. Surgeon took the scaplel and cut grooves so it would go into more flexion.